Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was able to charge a battery pack. Upon investigation, there was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.